Event description:
This is a report of peritonitis in a patient coincident with physioneal and extraneal therapies for peritoneal dialysis (pd).the patient experienced chills, abdominal pain, anorexia, nausea and one loose stool. On the same day, the patient visited the pd clinic. The patient presented with tenderness and rebound tenderness in the general abdominal area, fever, and chill, and the patient was hospitalized. The tenderness and rebound tenderness in the general abdominal area, fever, and chill were determined to be manifestations of peritonitis. The patient started remedial treatment with ceftazidime, 1g/24 hours, and cefazolin, 1g/24 hours, as empirical intra-peritoneal antibiotics. Physioneal and extraneal therapies were ongoing. The patient was discharged from the hospital. Cefazolin and ceftazidime were discontinued and vancomycin, 1000mg/72 hours, was started and completed. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.